Event description:
It was reported that the unit displayed test codes (B)(4). Though requested, no further information has been provided regarding when these code were displayed or if there was any patient involvement. There is no report of patient harm, serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). It is noted in the investigation record notes that the part is not being returned and that the customer declined the repair/service.